Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 10 of 10 devices were returned for evaluation. Evaluation of one device found friction to be the cause of overheating. The cap was sticking due to debris build up, causing friction, which lead to the overheating. This device was repaired and returned to the customer. Evaluation of one device found excessive wear, deformation, debris and lack of proper maintenance. This device did overheat during evaluation. This device was repaired and returned to the customer. Evaluation of six devices found excessive wear, debris which caused friction and a general lack of proper maintenance. However, the devices did not overheat during evaluation. The devices were repaired and returned to the customers. Evaluation of two devices found excessive wear, debris build up and a lack of proper maintenance. However, the devices did not overheat during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. This report summarizes ten malfunction events where midwest e pro 1:5 handpieces overheated during use. In two events, patients were burned, but no intervention was required to treat the minor burns. In eight events, there were no injuries.